Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient scs battery was overdischarged. Patient has not charge battery for 1-2 years. Pmr attempted x 3 without success. Pt unsure if he ever wants a battery change